Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colon resection, a circular is used in the procedure and at the time of opening it, 50% of the suture was left with the staples open. The surgery was completed successfully with no delay. There were no patient consequences.